Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An MRI technician reported that the patient needs an MRI because the spinal cord stimulation system is going to be replaced. The spinal cord stimulation has not worked for a while. No additional details were known regarding this issue. The patient did not bring their patient programmer to the MRI appointment.